Event description:
It was reported by the plaintiff's attorney that on or around 2007 an unspecified pelvic mesh product was implanted in the plaintiff to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering," and underwent "multiple surgeries and revisionary procedures, and she has sustained permanent injuries." It was also alleged that the plaintiff suffered "disability."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.